Event description:
In 2009, the baxter sales representative received a report of a homechoice patient (hp) who was hospitalized for bacterial peritonitis following routine replacement of a transfer set for peritoneal dialysis (pd) treatment. Two days later, the patient required hospitalization. The patient was treated with pd solution mixed with ceftazidime 2.0 milligrams (mg) and cefazolin 1.0mg four times a day. The physician reviewed potential causes for the peritonitis throughout the entire pd procedure including aseptic technique and the pouch before use and no problem was found, nor was a problem noted with the function or visual review of the transfer set, so the physician of the patient doubted if the inside flow path of the transfer set contained a germ due to non effective sterilization in the plant; however, the physician is not sure about this. The transfer set is still being used by the patient and is not disconnected from the patient's body. The transfer set is working well.

Event description:
It was reported that patient underwent ligament fixation procedure on (B)(6), 2010. During the procedure, it was noted that the ziploop length of the component was too long. It was able to be used to complete the procedure and no delay to the procedure or injury to the patient was reported. No further information has been provided to date.

Manufacturer narrative:
The device is still being used by the patient and therefore, was not available for evaluation. Concomitant products were ketosteril, shenshuaining, valsartan and felodipine.

Manufacturer narrative:
(B)(4).the baxter aware date for this incident is 13 october 2009, and was inadvertently reported as 09 october 2009 in the initial medwatch report submitted.